Event description:
Boston scientific received information that increased pacing impedance measurements have been observed since device change out. Measurements greater than 2000 ohms on the right ventricular (rv) lead were noted. All other measurements were found stable. No adverse patient effects reported. A request for additional information has been sent.

Manufacturer narrative:
This report will be updated if additional information is received.